Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 20223-03-15. H.6. Investigation summary: bd received 16 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot were selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "samples are collected in field, transported to processing facility upright in bag at rt, and processed within 2 hours of collection. Before centrifugation, samples are inverted 8 times. Samples centrifuged at 1600 rmp for 30 minutes. Poor separation is seen."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "samples are collected in field, transported to processing facility upright in bag at rt, and processed within 2 hours of collection. Before centrifugation, samples are inverted 8 times. Samples centrifuged at 1600 rmp for 30 minutes. Poor separation is seen."